Event description:
It was reported that the device reached its elective replacement indicator (eri) and battery voltage was dropping; battery voltage decreased from 2.61 v to 2.59 v in a two week period. Possible premature battery depletion was also reported. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.